Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized for blood glucose of 130 to 240 mg/dl and blood glucose could not come down. Customer also indicated that the act keypad button does not work well and sometimes does not work at all. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump passed functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarms were noted during testing. The pump was received with normal operating currents and no unexpected off no power or low battery alarms noted. All the buttons functioned properly. Unable to inspect the keypad traces or keypad connector. The pump had a cracked reservoir tube lip.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: no unlocked j2 lcd keypad connector. No damage was found on the keypad traces or dome switches were found per our visual inspection. The insulin pump passed the displacement accuracy test.